Manufacturer narrative:
The instrument will not be returned for evaluation since the customer discarded the endowrist vessel sealer instrument. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs for the procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon alleged that the endowrist vessel sealer instrument did not seal adequately and the patient experienced bleeding. As a result, the surgeon stapled the vessel with an endowrist stapler 45 instrument to control the bleeding. At this time, the root cause of the customer reported event is unknown. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was initially reported that during an unrecorded da vinci-assisted sigmoid colectomy procedure, the endowrist vessel sealer instrument allegedly did not seal a mesorectal vessel adequately; hence the patient experienced bleeding. As a result, the surgeon stapled the vessel with an endowrist stapler 45 instrument to control the bleeding. On (B)(6) 2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr stated that she was not present during the procedure. She stated that the surgeon was able to use the endowrist vessel sealer instrument for 90 minutes without any issues up until the event occurred. The surgeon skeletonized the inferior mesenteric artery (ima) and then attempted to seal the vessel with the endowrist vessel sealer instrument. According to the surgeon, he heard the audible tones indicating that the sealing cycle was complete. The surgeon also reportedly saw tissue effect while attempting to seal with the instrument, however, the patient experienced some bleeding. The amount of blood loss was not quantified. The surgeon then used an endowrist stapler 45 to control the bleeding. It was confirmed that there were no error messages on the erbe generator. It was also confirmed that the instrument's jaws were closed tightly on the vessel and the instrument was in a seal mode, not a bipolar mode. It was reported that there was no issue with the integrity or the size of the ima vessel and the tissue was not under any tension.